Manufacturer narrative:
(B)(4).

Event description:
It was reported detached or missing sensor wire. The sensor was inserted abdomen which is off label usage of the device, on 07-17-2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.